Event description:
Healthcare professional (hcp) reports one incident of a patient reaction which occurred at start of treatment. Patient began sneezing upon initiation of treatment, with no other symptoms reported. Hcp states pt received benadryl IV and aminophylline IV, doses unknown. Treatment was terminated and blood was not returned to the pt. Treatment was resumed and completed with an alternate membrane and new disposables without further incident.